Manufacturer narrative:
Updated fields: d9, h3, annex code b, c and d. Device evaluation: the sureform 60 blue reload was returned, analyzed, and found to have lodged staples wedged in between the knife track. Visual inspection confirms there are approximately two lodged staples. Additionally, the reload was found to have cartridge damage. The cartridge was damaged at the site of the lodged staples. The staples were removed, and the knife was inspected. The reload blade was found to have mechanical indentations. The reload cover was removed, and the knife was inspected. Damage was found to the blade. There was also cartridge damage observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a sureform 60 stapler instrument fired a blue reload, resulting in an incomplete staple line and patient bleeding. The bleeding was controlled using a suction irrigator. Additionally, a piece of the fired blue reload reportedly broke off and fell into the patient. An esophagogastroduodenoscopy (egd) was performed to locate and retrieve the fragment. The procedure was completed as planned. In relation, intuitive surgical, inc. (Isi) received medwatch report uf/importer report # (B)(4). "From staff: a small fragment of blue plastic staple load was incorporated in the staple line of the pts [patient's] sleeve gastrectomy. It was noticed and removed by the surgeon. Upon removal, the staple line of the stomach began to bleed. The staple line was oversewn with suture and the surgeon performed an egd [esophagogastroduodenoscopy] leak test to ensure there was not a perforation. The surgeon then irrigated with saline. As a result, this added an additional 20 minutes of surgical intervention. From operative report: an initial green load was used followed by subsequent firings of a blue load. The 2nd fire had a blue fiber to look like a piece of plastic from the stapler. Therefore I chose to perform an egd and oversewed the staple line and do a leak test. When approaching the last fire an angle of his we were careful not to include the distal esophagus by completing our staple firing between the left crus of the diaphragm and the spleen. The staple line was oversewn with a permanent stratafix style suture in a running horizontal mattress fashion." Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. System/instrument log review could not be performed due to insufficient information. This manufacturer report captures the bleeding from the staple line. Refer to manufacturer report number 2955842-2025-30398 for the fragment that fell into the patient during the same procedure.